Event description:
Material no: 444150 it was reported by the customer that their bd synapsys¿ samples were locked. This occurred one time in this event and there was no patient impact. The following information was provided by the initial reporter: "synapsys samples locked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the customer reported that they had locked samples. This was logged against synapsys material #444150, serial # (B)(6). This is an unconfirmed failure of a bd product. Bd remoted in and manually unlocked them. The issue is resolved. DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation. Bd will continue to monitor for trends associated with this issue. The root cause was unable to be determined. Per baltrm-synapsys-aph revision 26, the hazard associated with this complaint would be no result/delayed result, which is an s2; reference ID 6. Complaints for application were under statistical control for the month of june. No trend was detected. DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation.

Event description:
Material no.: 444150. It was reported by the customer that their bd synapsys¿ samples were locked. This occurred one time in this event and there was no patient impact. The following information was provided by the initial reporter: "synapsys samples locked."